Event description:
It was reported that the right ventricular lead impedance had been low since the last device changeout. The patient had seen the doctor recently and the lead impedance continued to be low. It was noted the unipolar impedance was higher than the bipolar impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.